Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's mid-right coronary artery. Chest pain was reported subsequent, and elevations of st waves and cardiac enzymes were noted. An acute myocardial infarction was diagnosed and the pt was readmitted to ccl for emergency cardiac catheterization. Catheterization revealed a diffuse coronary artery spasm and a possible dissection proximal to the existing stent. Intracoronary nitroglycerin was administered. A second coronary stent with delivery system was successfully deployed at the site of dissection. There were no add'l clinical sequelae reported relative to the event.